Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. During the procedure, the setscrew of the device was unable to be loosened resulting in the inability to disconnect the lead. The lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of during explant procedure the ventricular setscrew could not be untightened to remove the v-lead was confirmed. Analysis revealed the ventricular setscrew could not be untightened due to over-torque of the setscrew by the user performing the implant procedure while tightening it. While trying to untighten the setscrew the setscrew inset was stripped because the setscrew was too tight to be turned. This is a user related problem. This device did not exhibit the adhesion advisory anomaly.